Event description:
After 6 months of cochlear implant use, this patient 6 open circuited electrodes, show on diagnostic testing in 06/23/2005. Three months later, in 09/2005, testing showed 4 more open circuited electrodes. Explantation and reimplantation surgery was recommended.